Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility expressed dissatisfaction with their 130 cart washer.

Manufacturer narrative:
A steris service technician reported that replacement parts that were received for the washer are not working properly upon opening and installing specifically, three control boards out of four received had failed. The technician also noted additional parts requiring repair/replacement which will be completed in (B)(4) 2014. The washer has remained in use and no further issues have been reported.

Event description:
No injuries were reported; however, the user facility stated that procedures may have been delayed/cancelled.